Event description:
A pt with a cholangiocarcinoma diagnosed 12/94 had chronic problems of biliary tract stenosis secondary to tumor and fibrosis. She had a series of percutaneous biliary drainage tubes which required periodic replacement. On 1/11/96, a permanent metal stent, 10 mm by 42 mm, was placed from the right hepatic duct to the common bile duct. The pt returned to the hosp on 1/19/96 with nausea and vomiting, and developed hematemesis with dark brown diarrhea. A red blood cell scan failed to show a bleeding source. Angiogram on 1/20/96 showed a large, friable tumor and obstructed hepatic artery with no obvious source of bleeding. Physicians were thus not able to occlude bleeding. Egd on 1/21/96 showed a clot in the stomach and partial obstruction at the second part of the duodenum. The pt expired on 1/26/96. Autopsy stated that the pt died from cholangiocarcinoma in the porta hepatis region complicated by gastrointestinal hemorrhage. The stent placed 1/11/96 had eroded into the surrounding tissue, some of which contained extensive necrosis and scattered tumor glands. The erosion extended into the duodenum and the gastroduodenal artery causing hemorrhage.